Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) failed a final packing test. There has been no allegation against this device from the field.